Manufacturer narrative:
Visual inspection performed by spine r&d project manager: for both instruments, one of the pins that grab the pedicle screw head is broken and missing. In addition, several scratches and deformation can be seen on the tips of the arms. A certain root cause cannot be clearly identified, however potential reasons may be: excessive reduction force applied to the instruments; sub-optimal screw head engaging, that led the reduction force to be supported only by 2 teeth instead of 4, stressing the component beyond its mechanical limit; incomplete unfastening of the instrument's threaded shaft prior to engaging and/or disengaging the pedicle screw head: the device features a safety mechanism that, if the threaded shaft is not completely unfastened, prevents the opening of the two arms. If the instrument is forced by means of flexional and/or torsional manoeuvres to grab or to release the pedicle screw head, stress on the pins and consequent failure may occurr. Batch review performed on 24-apr-2024: lot 2156589: (B)(4) items manufactured and released on 27-jan-2022. No anomalies found related to the problem. To date, 5 other similar events have been reported on the same lot during the period of review (all the instruments are involved in this complaint).

Event description:
During a spine surgery performed for scoliosis correction, one of the teeth of six reduction devices broke while executing the correction. The surgery was anyway completed successfully using back up instruments and no delay has been reported. Total time of the surgery was approximately 2 hours and 30 minutes.